Event description:
It was reported the patient presented for implant procedure. During procedure, the leadless pacemaker (lp) required repositioning when the current of injury did not increase post-fixation. When attempting to redock the lp, the protective sleeve on the catheter would not advance past the docking cap. After the entire system was removed from the patient, tissue was found wrapped around the docking cap. Echocardiogram revealed the tricuspid valve was leaking. The procedure was completed with a new device. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of docking cap issue and capture problem were not confirmed. The leadless pacemaker was returned for analysis. Visual, output, and longevity assessments were normal with no anomalies found.